Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remote via merlin.net transmission. Review of remote transmissions revealed a six-second period of oversensed noise. All other parameters were ok. No intervention was performed. The patient will continue to be monitored.